Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. Continual removal attempts resulted in unraveling of the wire and the filter moving cephalad approx. Two vertebrae. The introducer sheath was readvanced to stabilize the filter and facilitate successful removal of the guidewire. Filter placement was successful and the pt's condition is good. The device remains implanted therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event.